Event description:
It was reported while transporting/loading a patient, the medic crew observed the cross member between the lower leg undercarriage was broken. The crew was not able to determine when it broke. The crew called for another truck to continue transport of the patient on another stretcher. No injuries or adverse effects to the patient or crew were reported.

Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainant's location. The alleged complaint was confirmed. It could not be determined how or when the break actually occurred. The cot was repaired and returned to service. There were no reports of injury to the patient or crew as a result of the incident.

Event description:
It was reported while transporting/loading a patient, the medic crew observed the cross member between the lower leg undercarriage was broken. The crew was not able to determine when it broke. The crew called for another truck to continue transport of the patient on another stretcher. No injuries or adverse effects to the patient or crew were reported.